Event description:
As reported by the edwards clinical specialist, five days post transapical transcatheter aortic valve replacement (tavr) procedure, the patient expired. Additional information provided indicated the attending physician believes that the patient's death was not device related. The patient had been acidotic a few days post procedure, and showed signs of acute renal failure. On (B)(6) 2013, the patient had a pea arrest and acls protocol with CPR was initiated. After 3 minutes, CPR was stopped as the patient was brought back. It was noted the patient had developed a bradycardic rhythm and was hypotensive. Given the severity of her illness, her family elected to withdraw care. On (B)(6) 2013, the patient coded again and died. The official cause of death was not provided.

Manufacturer narrative:
The device is not available for evaluation as it was not explanted after the patient's expiration. In addition, a design history record (DHR) review was not required/performed as there was no allegation of device malfunction. Per the instructions for use, cardiac arrest is a potential risk associated with aortic valve replacement and bioprosthetic heart valves. The immediate cause of sudden cardiac arrest is usually an abnormal heart rhythm (arrhythmia). Some other heart conditions that can lead to sudden cardiac arrest include cad, mi, cardiomyopathy, valvular heart disease, and congenital heart disease. Factors that increase a patient's risk of cardiac arrest include smoking, advanced age, gender, htn, low blood pressure, obesity, diabetes, a sedentary lifestyle, a history of arrhythmia, and nutritional imbalances. In this case, the cause of the cardiac arrest cannot be confirmed; however, it is possible that in addition to the procedure itself, the patient experienced acidosis and acute renal failure post tavr and this along with the patient's advanced age and co-morbidities may have contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.